Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. The following physical damage was noted: minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller stated that she had put the insulin pump through airport scanners a few times. The rewind was performed without incident. However, the insulin pump was returned for analysis.